Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9193538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: no samples were received. No photos were provided; therefore, sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: without a sample no analysis can be performed; therefore, probable root cause can¿t be offered. Rationale: based on the investigation and with no sample to analyze or photo showing the symptom reported by the customer, the symptom can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for 1.5mm units, this a cpm of (B)(4).

Event description:
It was reported that insulin leaked from the bd precisionglide¿ needle during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported [that insulin was leaking out of the syringe where the needle connects to the syringe]".